Event description:
It was reported that the implantable cardiac monitor exhibited premature battery depletion. No intervention was performed. Further information was requested however, was not provided.